Event description:
It was reported that during primary surgery while implanting the t2 super condoyle nail while drilling to position 1 on the targeting arm the drill bit broke. Opened a new drill bit, same size, and used that to complete the case. The broken piece of the drill bit remained in patient.

Manufacturer narrative:
Evaluation summary: a physical examination could not be carried out as the device was not returned to stryker kiel. Moreover, a review of the device history could not be carried out as the provided lot code of the reported instrument is not correct. The reported event (¿while drilling to position 1 on the targeting arm the drill bit broke ¿) could therefore not be confirmed. However, with the information given the exact root cause of the reported event could not be determined. No non-conformity was identified.